Event description:
Item broke at the beginning of the operation. There were no adverse consequences to the pt.

Manufacturer narrative:
Summary eval: the result of the eval performed suggest the event was attributed to user misuse. Corrective action has been implemented to further improve the reliability of the device.